Event description:
It was reported that the target lesion was moderately calcified and was 99% stenosed. The bmw guide wire crossed. During the attempt to predilate the lesion with another co's 1.5x15 dilatation catheter, the guide wire became stuck. It is unk if the guide wire was stuck in the vessel or in the dilatation catheter. Attempts were made to remove the guide wire with three different devices. Finally, the guide wire was able to be removed and the procedure was continued with a new guide wire. There were no pt effects reported.